Event description:
It was reported that a rotator cuff repair was performed in 2001. The pt did well for one month post-op then developed drainage from the pt's wound. The wound was opened and the physician found purulence at the suture line. He used size 2-0 and size 0 vicryl to close. He explanted the sutures one month later and the pt is now doing well.